Event description:
It was reported when the devices were used during a colon resection procedure, they fired malformed staples. A new device was used to complete the case. There was no pt consequence.